Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the knob of the external pulse generator (epg) was broken off. Upper case was broken; encoder is pushed inside of device. Device failed incoming functional test ¿pacing rate dial¿ encoder assembly was replaced as preventative. One knob was missing. Lower case was broken. Main seal was pinched. Two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.